Event description:
It was reported to philips that the device auto restarts. There was no reported patient involvement.

Manufacturer narrative:
A supplemental report for failure analysis info: one processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. The som pca was found to be corrupted on the returned processor pca. The available information is consistent with a malfunction of the processor pca. Philips cannot rule out a malfunction of the processor pca as the cause was not determined to be caused by use outside normal and expected. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.